Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported air found in line which were unable to be reproduced during evaluation. The cause was found to be continuity identified across ultrasonic sensor flex pins. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced air found in line between pump and patient and did not alarm during therapy in the emergency room. There was no patient injury or medical intervention associated with this event. No additional information is available.